Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two linear openings, yellow particles in device outer surface, void 1 mm in non-textured, wear abrasion and fold creases. A microscopic analysis and leak test were performed which identified one linear opening striated, broken of plug strap and one linear sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side radius assessed as surgical damage. One sharp opening in the side posterior assessed as unidentified (tear) opening. Broken sharp of plug strap assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.